Event description:
It was reported that the patient came in to the ER due to fall/possible fall. The device was interrogated and the right ventricular lead was found to be fractured. It was noted that the device showed a lead warning 13 days prior to the fall. According to the physician the patient experienced a fall on with a head injury that included stitches and possible stroke on (B)(6). On (B)(6), the patient came to ER with another fall and possible stroke. A brain CT showed bleeding on the brain. The patient was transported to another facility for trauma surgery. Follow-up is in progress to determine result of surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) implantable pacing lead, (B)(6) 2002. (B)(4). Lead was not returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.